Event description:
Bright red colored burn spot which turned to hives [urticaria]. Blisters [blister]. Severe red burns [thermal burn]. Used thermacare neck, shoulder and wrist wrap on her knee [device misuse]. Case description: this is an initial spontaneous report by a contactable consumer. A (B)(6) caucasian female patient started using thermacare heat wrap (thermacare neck, shoulder and wrist wrap, wrap) for pain in left knee due to arthritis on (B)(6) 2011. Relevant medical history, concomitant medications and past product history were not provided. On (B)(6) 2011, the patient experienced severe red burns, which were turning to hives while using the heat wrap. Additionally, the patient reported she used the thermacare neck, shoulder and wrist heat wrap on her knees for pain in her knees. She used the product on her knees and in 20 to 30 minutes. At this time, she was very uncomfortable and her skin was hurting and burning. As she removed the heatwrap, her skin turned deep red in color and became very inflamed. Additionally, the patient suspected she might have received a bad lot of the product because the heatwrap remained hot instead of cooling in three to five hours, which usually happened with the thermacare heatwrap. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. The action taken with the product was unknown. At the time of this report, it was unknown if the patient had recovered. Follow-up ((B)(4) 2011): new information reported from a contactable consumer includes additional event reaction data and product complaint information. Follow up ((B)(4) 2011): this is a follow up spontaneous report from a contactable consumer. This follow up report is a result of a letter received by the consumer from (B)(4). New information: no new adverse event reported. The consumer mentioned that she had already shared the same information earlier when she called and was not prescribed thermacare by any physician as she had bought it over the counter. Follow up ((B)(4) 2011): this is a follow-up report from a contactable consumer. A new information included blisters after using heat wrap. Therapeutic measures taken as a result of the reported events included cortisone (dose and frequency unknown). Last action taken with heat wrap was unknown at the time of the report. Clinical outcome of the reported events was unknown at the time of report.